Event description:
It was reported that the asymptomatic patient presented for revision of the right ventricular (rv) lead on (B)(6) 2024. A device interrogation found no capture or sensing from the lead. Fluoroscopy found that the lead was dislodged and located in the superior vena cava (svc). The lead was successfully repositioned. The patient was stable.